Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The display shut down within a few seconds (screen blank) and a 10 beep watchdog alarm was triggered. With this condition, the device was unable to operate for more than a few seconds. The device would not boot fully to verify device operation. 10 beeps anomaly was observed due to defective instrument board. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device powers off. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device powers off. No consequences or impact to patient were reported.